Event description:
It was reported that the patient presented with the implantable cardioverter defibrillator in backup operation. It was found that the high voltage therapy was not active. Further information was requested but not received.